Event description:
It was reported that on unknown date, patient had a femoral neck fracture that was fixed on (B)(6) 2021 using the depuy synthes femoral neck system. The fracture went onto a nonunion. The patient returned to surgery for removal of the femoral neck implants and implantation of a total hip arthroplasty. All the femoral neck hardware was removed with ease. The 5.0 mm locking screw was broken at the screw plate junction. The broken piece was removed using a trephine. All hardware was removed successfully. Patient status is unknown. This complaint involves four (4) devices. This report is for (1) unk - nail head elements: fns antirotation this report is 3 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail head elements: fns antirotation/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail head elements: fns antirotation/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient had a femoral neck fracture that was fixed on (B)(6) 2021 using the depuy synthes femoral neck system. The fracture went onto a nonunion. The patient returned to surgery for removal of the femoral neck implants and implantation of a total hip arthroplasty. All the femoral neck hardware was removed with ease. The 5.0 mm locking screw was broken at the screw plate junction. The broken piece was removed using a trephine. All hardware was removed successfully. Patient status is unknown. This complaint involves four (4) devices. This report is for (1) unk - nail head elements: fns antirotation this report is 3 of 4 for (B)(4).